Event description:
It was reported that during thyroid surgery, there was no response from one of the electrodes, need to change the device. Device needed to re intubate with another endotracheal tube. The procedure was completed with backup product. There was no patient impact in this event.

Manufacturer narrative:
G4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis states that an x-ray was performed to scan electrodes housing, and it was observed that one of the wires for blue electrode with clear tube was sticking out. The device was returned in a plastic bag. Upon receipt, the ribbon was observed wrapped around the circuit, and the ribbon exhibited creasing. Contamination was observed on the flex circuit, and a clear, sticky residue was present on the tube. Electrically, the resistance from electrodes to pins shall be 20 ohms. Measured resistance values were 36.1 ohms (red), 29.9 ohms (red with clear tube), 25.1 ohms (blue), and no reading for the blue electrode with clear tube. All electrodes exhibited marginally higher resistance relative to specification, except for the blue electrode with clear tube, which produced no reading. For functional testing, the device was connected to a nim system, and the distal end of the flex circuit was submerged in saline solution for electrode check and noise testing. Upon connection, the device failed the electrode check (vocalis 1 failed). The device also failed functional testing, with vocalis 1 displaying a ¿lead off detected¿ error. The device failed electrical, electrode, and functional testing. The complaint was confirmed, due to an out of specification condition. H6:fdm b17 / fdr c20 / fdc d16 codes are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.